Manufacturer narrative:
It was reported from a literature study that a revision was performed due to dislocation. Liner was not from smith and nephew. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that the physician referenced in the abstract already provided an analysis of all of the attached x-rays. Therefore, no further interpretation of the attached x-rays are required. Possible causes could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that an open reduction and a revision was performed due to dislocation. Liner was not from s&n.